Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 50 mg/dl, while sensor reading was 60 mg/dl. The customer treated with glucose tablets. The customer also had blood glucose of 79 mg/dl and 94 mg/dl. The insulin pump will not be returned for analysis.